Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to treat a pancreatic pseudocyst for drainage during a procedure performed on (B)(6) 2026. During the procedure, the physician observed that the stent was positioned abnormally, having migrated into the cyst. A follow-up removal is planned. There were no patient complications reported as a result of this event

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent positioning is noted within the IFU as a possible adverse event associated with the use of the device. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a risk review was completed and confirmed that the event of "stent positioning issue" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the product labeling as a possible adverse event associated with the use of the device. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.